Event description:
Ed nurses used defibrillator for transport of a critical pt to ICU. They placed the AED back onto the stand on return to the ed & noted the knob that turns the device on, and allows for defibrillation was missing. The unit was removed from service, and notified our biomed department in the hospital. Biomed called the company, and was told the knobs were placed on with superglue. When nursing director tugged on all AED knobs in the ed, and all were loose and easily removed. Biomed has checked all units and reglued any loose knobs found. Risk manager called company and this is the only way these knobs are placed on the device. All units have been checked and all knobs are secured. Diagnosis or reason for use: AED for defibrillation. Event reappeared after reintroduction: no.